Event description:
It has been reported to philips that, system would not boot up. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc will not boot up. Fse checked the hard drive bay and found light was not on for hard drive port. The philips engineer moved the hard drive to another port and after that system was working fine. The codes were updated based on the investigation outcome.